Event description:
It was reported that the patient presented to the hospital after receiving a shock. A vf episode alert indicated the first shock failed to convert the rhythm to sinus. An induction test was performed and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.